Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The outer insulation of the lead developed a breach at the first rib/clavicle location while in vivo.

Event description:
It was reported that the right ventricular (rv) lead was exhibiting oversensing, noise and short interval counts (sic), perhaps due to electromagnetic interference or a subclavian crush of the lead. No obvious lead issues were identified by fluoroscopy. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 6949 implantable tachy lead 2006 (B)(6); 5076 implantable pacing lead 2006 (B)(6). (B)(4).